Manufacturer narrative:
The device was received for evaluation. During functional testing, failed preventive maintenance testing' was able to be confirmed during evaluation as air in line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed preventive maintenance testing. There was no patient involvement. No additional information is available.